Event description:
Device malfunction: stent fracture. Time of malfunction: three years post procedure. Symptoms/ae: none. It was reported that approximately 3 years post a right internal carotid artery stenting procedure, the pt was found to have a grade 2, non-circumferential stent fracture. There was no adverse pt sequela reported. Reportedly, a carotid duplex showed a patent stent. There is no plans for intervention. Although requested, there was no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.